Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plungers were difficult to move. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: customer returned (462) 3/10cc, 8mm, 31g syringes (22 loose without any packaging, 440 in sealed poly bags) with the shelf cartons from lot # 8239954. Customer states that the needles have barbs on them and the plungers were somewhat stuck. Thirty out of 462 returned syringes were tested (all 22 loose, 8 from the sealed poly bags) and all plunger rods were able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch # 8239954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure (difficult to move plunger rod).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine needle plungers were difficult to move. No serious injury or medical intervention was reported.